Manufacturer narrative:
A complete lead was returned in one piece with a stylet inserted. Visual inspection of the lead did not find any anomalies. The helix could retract and extend.

Event description:
During device preparation, the helix failed to retract. A new lead was successfully implanted. The patient was in stable condition.